Event description:
Additional information was received on (B)(6) 2012, when the explanted generator was returned for product analysis. Product analysis confirmed an end-of-service warning message in the product analysis lab and found to be associated with the output being disabled by the pulse generator. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. Results of diagnostic testing indicated that the battery status indicated ok. The battery voltage value stored within the generator (2.925 volts) suggests the device is not at neos condition. With the exception of the "as-received" pulse disable condition, there were no additional adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
On (B)(6) 2012, attempts were completed for the return of the explanted product but were unsuccessful.

Event description:
On (B)(6) 2012, it was reported that during the patient's battery revision surgery due to eos on (B)(6) 2012, a new generator was implanted and then explanted that same surgery due to the device reading end of service. It was later reported that the surgeon used electrocautery during the surgery. When he went to place the new generator in the pocket, the pocket was too small, so he took the generator out of the pocket and used electrocautery to make the pocket larger. It was after the electrocautery that the generator read eos. The surgeon then connected another new generator and the flag read eos=no. Attempts for product return are underway.